Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product(s): dtba1d4 ICD, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient fell and presented to the emergency room. It was noted that the left ventricular (lv) lead capture threshold was above the output and there may have been loss of or intermittent loss of capture. There has also been a slight increase in capture thresholds. Follow-up information from the clinic indicates the patient has not been seen. The lead is still in use. No further patient complications have been reported as a result of this event.